Event description:
It was reported that, during an unknown surgery, the screw broke while inserted. The procedure was completed with less than 30 minutes delay using other screw (9x25 mm). No patient injury or other complications were reported.

Manufacturer narrative:
One 7207560 sterile biorci 8x25mm screw reported on. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Use of other than recommended prep instrument size or types. 2. Entanglement with guide wire or other instrument. 3. Stripping or over-torque. 4. Damaged prep instruments. 5. Not accounting for taper or larger head to body design. 6. Unexpected bone density/condition. Final product met specifications upon release to distribution.